Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient has an antithrombin iii deficiency which resulted in deep vein thrombosis with pulmonary embolism. Approximate two years post filter deployment, a chest x-ray identified metallic limb at the location of the heart border. A follow up CT scan demonstrated a linear metallic density embedded within the left ventricular myocardium into the parenchyma of the left lower lobe. A pleural effusion developed and a thoracentesis was performed, 600 cc of bloody fluid was drained. Cardiovascular surgery consult concluded the detached filter limb was stable with no pericardial effusion. The risk of surgery was greater than leaving the detached limb in place. Ongoing patient monitoring was performed. Patient was asymptomatic at the time of the surgical consult. The medical records provided did not indicate a surgery or percutaneous procedure was performed to retrieve the vena cava filter or detached limb.

Event description:
It was reported that approximately two years post vena cava filter deployment; chest x-ray demonstrated a linear metallic object along the border of the heart. A follow up CT scan demonstrated a linear metallic density embedded within the left ventricular myocardium into the parenchyma of the left lower lobe. No pericardial effusion was demonstrated. Cardiovascular surgery consult concluded the detached filter limb was stable with no pericardial effusion. The risk of surgery was greater than leaving the detached limb in place. Ongoing patient monitoring was performed. Patient was asymptomatic at the time of the surgical consult.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that ultrasound demonstrated evidence of an inferior vena cava occlusion. Imaging allegedly demonstrated a detached limb from a recovery filter embedded within the posterior wall of the left ventricular myocardium approximately 22 months after implantation. The risk of surgery was allegedly greater than the risk of ongoing monitoring. No intervention was allegedly performed based on the medical records, ivc occlusion and a detached limb embedded in the left ventricular myocardium can be confirmed. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: caval thrombosis/occlusion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: neither the device nor images were returned. Medical records were provided and reviewed. The medical records allege that ultrasound demonstrated evidence of an inferior vena cava occlusion. Imaging allegedly demonstrated a detached limb from a filter embedded within the posterior wall of the left ventricular myocardium approximately 22 months after implantation. The risk of surgery was allegedly greater than the risk of ongoing monitoring. No intervention was allegedly performed. Based on the medical records, ivc occlusion and a detached limb embedded in the left ventricular myocardium can be confirmed. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Caval thrombosis/occlusion. (B)(4).

Event description:
It was reported that approximately two years post vena cava filter deployment, chest x-ray demonstrated a linear metallic object along the border of the heart. A follow up CT scan demonstrated a linear metallic density embedded within the left ventricular myocardium into the parenchyma of the left lower lobe. No pericardial effusion was demonstrated. Cardiovascular surgery consult concluded the detached filter limb was stable with no pericardial effusion. The risk of surgery was greater than leaving the detached limb in place. Ongoing patient monitoring was performed. Patient was asymptomatic at the time of the surgical consult. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the detached limb migrated to the heart and subsequently migrated to the left lower parenchymal pleural region of the lung. The device has not been removed and there were no reported attempts made to retrieve the filter. Allegedly, the patient experienced chest pain. However, the status of the patient is unknown.